Event description:
It was reported that during treatment the device alarmed blockage, delay greater that one hour reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that were reported that before treatment the device keeps alarmed full canister blockage. No patient harm reported, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.